Event description:
A physician reported that a right-side xia 3 titanium polyaxial screw was seen to be fractured on an x-ray approximately four months post-operatively. Revision surgery is not currently planned.

Manufacturer narrative:
Additional information regarding the patient, physician, and device has been received.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
A physician reported that a right-side xia 3 iliac bolt was seen to be fractured approximately four months post-operatively. Revision status is currently unknown.

Manufacturer narrative:
The device remains implanted in the patient so evaluation can not be performed. Manufacturing records and complaint history could not be reviewed as no lot number was provided. Per email correspondence with company representative, the surgeon is monitoring the patient. There were no complications during the initial surgery. There was no evidence of excessive final tightening or distraction applied during the initial surgery. The screw hole was prepared using a drill, lenke probe, and 7.5 mm tap along with a pedicle feeler in between each step. The patient's bone quality was reported to be normal and fusion has not occurred. Without device analysis, an exact cause of the reported event could not be determined. Potential causes for this failure mode include: excess activity level of patient, patient fall, poor construct stability, etc.

Event description:
A physician reported that a right-side xia 3 titanium polyaxial screw was seen to be fractured on an x-ray approximately four months post-operatively. Revision surgery is not currently planned.